Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 600 mg/dl. The customer was admitted to the hospital in (B)(6). The customer cause of emergency room visit was high blood glucose and diabetic ketoacidosis. The customer was treated and discharged her to the assisted living center. The customer was wearing the pump at the time of emergency room visit. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat.